Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for congestive heart failure/ fluid volume overload symptoms from a clinic visit. While in triage, the nurse called to inform that the system controller showed driveline fault advisory alarm. Log files were obtained, and a controller exchange was planned while in the emergency department with the backup controller. Log files were sent to see what could be causing the alarm. The log file confirmed driveline power b faults. It was recommended to replace the modular cable along with the controller. The modular cable and the controller were exchanged and the alarm resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline fault alarm and a clock not set alarm was confirmed via log file analysis; however, a replace backup battery alarm was unable to be confirmed. Review of the submitted log files revealed data captured at the default timestamps of (B)(6) 2000. A controller clock corrupt alarm was active throughout the entirety of the log files. The events leading up to the clock resetting were not captured due to being overwritten by newer data. On (B)(6) 2000 between 09:56:57 ¿ 10:56:56, a driveline power fault alarm activated. The onset of the alarm was not captured due to the periodic log file capturing data at periodic intervals. Intermittent power a broken faults were captured from (B)(6) 2000 at 08:29:34 to (B)(6) 2000 at 14:21:13. The faults were due to the current sense online a being lower than the expected amperage threshold. The driveline power fault and controller clock corrupt alarms did not resolve within the log files. No backup battery fault alarms were active in the log files. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. In addition, it was stated that the backup battery was replaced during last patient admission in (B)(6) 2025. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU with heartmate touch section 7-¿alarms and troubleshooting¿ and abbott heartmate 3 left ventricular assist system (lvas) patient handbook section 5-¿alarms and troubleshooting¿ instruct users on how to resolve controller clock not set alarms by syncing the controller¿s clock via the system monitor. In addition, they address how to properly interpret and troubleshoot all system alarms, including driveline fault and backup battery fault alarms. The heartmate 3 IFU, section 8 ¿ ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 ¿ ¿caring for equipment¿, explain how to properly care for the equipment, including the system controller. The heartmate 3 IFU, section 10 entitled ¿safety checklists¿, instructs users to, at least once every six months, contact their hospital contact to charge the backup battery within the backup system controller, to perform a self-test on the backup system controller, and to ensure that the backup system controller¿s settings are identical to the primary controller¿s. The IFU and patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.